Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl (3000 mcg/ml at 899 mcg/day) via an implantable pump, at the time of the report. The indication for use regarding the pump was non-malignant pain. It was initially reported on (B)(6) 2016 that the patient had new neurological symptoms (specified as numbness and burning) with her hands and feet. The patient couldn¿t use her hands and couldn¿t move her right leg sometimes. The patient didn¿t remember when this began. The patient stated that a manufacturer¿s representative knew about the issues around (B)(6) 2015. It was noted that the situation was being addressed by the healthcare professional (hcp). The patient was going to meet with the hcp on (B)(6) 2016 to discuss options. The patient was upset that a manufacturer¿s representative couldn¿t direct her hcp. On (B)(6) 2016 a consumer reported that the dose was decreased 20% per request. They gave a bolus and the patient did feel the dose and got relief. Additional information was later received on (B)(6) 2016. It was reported that the patient did not think the healthcare provider had documented her numbness. The patient had received physician locator listings. On (B)(6) 2019 a consumer further reported that that they have not done x-rays or a CT at all. The patient was described as having had a spinal cord problem because she has numbness and her foot became paralyzed; she had also fell a couple of times. The dates of falls were (B)(6) 2016; other dates were unknown. When the patient sits for too long, she could not feel her foot. This past (B)(6) 2019, the patient had woke up after 7 hours and couldn¿t feel anything on right side. It was noted that they were supposed to check to make sure the medication was not in the spinal fluid and this had not happened yet. It was noted that their healthcare provider said fentanyl was not a good drug to be in pump and ordered patches of this instead. Every time they filled the pump the patient was sick with more diarrhea. It was further noted that the patient was told they could not put morphine in the pump. It was noted that the patient doesn¿t have colon and cannot take long acting medication. It was noted that they lowered her medication which was a mistake as well and they might as well have turned off boluses. Pt states she also has a heart issue and was given clonidine and there was an issue with their heart device. It was further noted that the patient has heart and lung problems which occurred prior to the pump. It was also noted that the patient was in the hospital for 4 months on intravenous fentanyl and this was back in 2009 and they put the pump in at that time (initial pump implanted (B)(6) 2019). It was also noted that the patient had a huge mass on their rectum area. They found the mass 4 years ago and it was 5 cm; at that time they considered/named it a polyp. It was noted that the pump was right on top of this area. The patient also has a hernia right under pump. The patient has also had cancer markers. The pump was currently administering fentanyl with concentration 4000 mcg/ml at a dose rate of 350 mcg/day.